Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter and noted they would welcome evaluation of removed system. When asked if explant/replacement scheduled or planned, patient said resolution of the problem has not been identified and no manufacturing company options have been offered; only botox has been offered as an alternative. When asked, "what is the return status of the affected device(s)? Will it/they be returned for analysis? Lf not, please provide a reason for no return", patient said their managing healthcare provider (hcp) removed system/control. They added that the clinic did not provide information regarding device. In addition, patient reported additional information. "Installed (B)(6) 2017 (this information conflicts with device registration). Continued issues (B)(6) 2017. Spray pattern when urinating. Full bladder when feel sensation to urinate. Urgency ¿ similar to prior to install of unit. Incontinence continues. Start of left testicular pain. (B)(6) 2017 reported severity of left testicle pain. Started changing programs went from 1-2-3-4 no difference. Left testicle pain becoming more of an issue. Sitting on hard floor was not comfortable. Left testicle pain increases. Upset stomach/nausea, area around anus backside is very tender touching results in pain. Turning to left with body causes lot pain. Pain shooting up nerve/muscle to left leg. No discolor urine, no odor, no blood within urination. Low level of appetite. Changed to 4 new programs same results. Turned unit off (B)(6) 2018. No alternatives except new stim." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said the device never worked for them since implant even after trying different programs and settings. They noted that they would be on less than 1 and getting high level of sensation. They added that the device caused them more pain then they wanted. They further said the device caused their left testicle to become in excruciating pain with the seven programs they tried. They noted they would increase stimulation, but experience severe pain on left testicle. They added that they would turn the ins off and try again, but they still experienced excruciating pain. They noted that they haven't used the device in about a year and it is still implanted in their body. The caller mentioned they were one of two men implanted at the clinic so they think there is an issue with how the device was implanted and not the device itself; they made an educated guess and said the implant was placed too close to the nerve and that's why it didn't work for them. The patient noted that the device caused them nothing but pain and wants it removed. They noted developing five blood clots, they are on xarelto (not related to device/therapy), and would like to know how that will affect them during explant surgery. As a result of what was reported, a physicians listing was sent to the patient. No further patient com plications have been reported as a result of this event.